Event description:
It was reported that, this patient started having pain little by little but was getting progressively worse. Approximately 2 months ago, the pain started to get more severe and the patient started taking otc pain medicine. The patient was walking with a limp and made an appointment with the surgeon. An MRI was done and inflammation was detected. The surgeon wants the patient to revise these implants as soon as possible to avoid any further tissue damage. The revision has not be scheduled to date.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.